Event description:
(B)(4) was received stating: technician removed 6 french sheath and advanced the perclose device over the wire into the right sfa, deployed perclose sutures and put the wire back in. After that, removed perclose catheter and loaded the long suture on the suture device, advanced the suture device into the right sfa and sat it on the suture knot inside the body. Once I pulled the suture device out of the body, the artery still had pulsatile flow coming out. I then realized the device was not successful and under the physician's orders cut the sutures out and put a 7 french sheath in the sfa. Hours later patient's lower leg pulses were no longer doppler and they performed an ultrasound and found stenosis in the right sfa. Patient is now brought back down to the cath lab for further evaluation. No additional information was provided. Additional information was received stating an angioplasty was performed to treat the restriction caused by the suture capturing the back wall of the vessel.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method, incorrect anatomy. The perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.